Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after open lip laceration procedure, the knots of the 3 products came undone. The surgeon had to put a new suture to complete the case and an additional operation was performed to correct the issue.